Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Due to infection of the patient¿s pacemaker pocket, a device explantation procedure was performed and the whole pacing system was explanted.

Event description:
Due to infection of the patient¿s pacemaker pocket, a device explantation procedure was performed and the whole pacing system was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Preliminary review of the sterilization records showed that the device has been sterilized and released according to all applicable procedures.

Event description:
Due to infection of the patient¿s pacemaker pocket, a device explantation procedure was performed and the whole pacing system was explanted.